Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia for the revision surgery to replace the internal magnet. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced immediate pain during the MRI procedure in (B)(6) 2025 (specific date not reported). Following the MRI, the patient continued to experience persistent pain, a sensation of swelling near the antenna and significant pain after 10 to 15 minutes of wearing the sound processor. Magnet dislodgement was also noted during the MRI procedure. Subsequently, a revision surgery was performed on (B)(6) 2025 to replace the implant magnet. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.